Event description:
It was reported that the user disconnected the infusion set for a shower and inadvertently remained disconnected for approximately three hours before noticing, at which point blood glucose was 183 mg/dl; the user reconnected and glucose trended to 176 mg/dl after troubleshooting and education on infusion set management were completed. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury, no hospitalization, and recovery with reconnection and monitoring. Investigation included customer interview and product use review focused on infusion set handling and user technique. Investigation of this case revealed use-related error related to disconnection and delayed reconnection, with no device or component malfunction identified for the infusion set or pump system. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.